Manufacturer narrative:
The complaint was opened accidentally twice. The root cause investigation of the involved device will be followed up under MFR report number 9710014-2012-00394 and the complaint with the MFR report number 9710014-2016-00598 will be cancelled.

Event description:
The patient's mother reported that hearing performance with the device has decreased. The patient reports having difficulty understanding speech in noise but during testing this was not confirmed. Further tests have been requested.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother reported that hearing performance with the device has decreased. The patient reports having difficulty understanding speech in noise but during testing this was not confirmed. The patient does not report any loudness fluctuation or pain with the device. Further tests have been requested.